Manufacturer narrative:
This report is submitted on april 3, 2020.

Event description:
Per the clinic, the patient experienced granulation tissue around the abutment site that was successfully treated with an oral antibiotic and a topical steroid. The implant and abutment remain in-situ.

Manufacturer narrative:
It was reported that the antibiotics were administered IV. This report is submitted on october 19, 2020.

Event description:
It was reported that the antibiotics were administered IV.